Manufacturer narrative:
Resolution and disposition: the fse replaced the backup battery to address the reported problem.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the backup battery is depleted. The customer reported there was no patient involvement.